Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant), headache ("headache"), alopecia ("loss of hair"), dizziness ("dizziness"), epistaxis ("nose bleeding"), speech disorder ("speech disorders"), myalgia ("neck muscular pain"), pruritus ("itching"), visual impairment ("vision disorders") and fatigue ("permanent fatigue state"). At the time of the report, the menorrhagia, headache, alopecia, dizziness, epistaxis, speech disorder, myalgia, pruritus, visual impairment and fatigue outcome was unknown. The reporter provided no causality assessment for alopecia, dizziness, epistaxis, fatigue, headache, menorrhagia, myalgia, pruritus, speech disorder and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.